Event description:
The customer reported that the device did not seal correctly. It is unknown if a re-grasp alarm or an endtone (indicating a completed seal cycle) was heard. There was no blood loss or tissue damage, and no reported injury to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no anomalies. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily. The investigation found the device to function normally and within specifications. Covidien could not confirm the customer's report.